Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) leads were fractured apparently as a result of a number of falls by the patient. The ra lead triggered an alert due to high/undefined pacing impedance and a few days later the rv lead pacing impedance also began to rise. Oversensing of noise and high/undefined pacing impedance on the rv triggered a lead integrity alert (lia) and caused inappropriate therapy to be delivered. Reprogramming was done and then both leads were capped and replaced. No further patient complications have been reported as a result of this event.